Event description:
Healthcare professional reported "pain on left breast,¿ capsular contracture grade IV, ¿pain on palpation and pain discomfort with laying on side,¿ and ¿left implant is hard to touch, not mobile and sits higher than¿ contralateral side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease fold observed, in the surface of the shell. White particles observed, in the device. Deformation observed, in the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "pain on left breast". Capsular contracture, grade IV. ¿pain on palpation and pain discomfort with laying on side¿. And ¿left implant is hard to touch. Not mobile and sits higher than¿ contralateral side. Device has been explanted.